Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. It was noted imaging was challenging. An xtw clip was inserted and deployed on the mitral valve. To further reduce mr, a second clip inserted. However, while deploying the second clip, the first clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was then deployed to stabilize the slda clip, reducing tr to a grade of <1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda and difficult imaging were unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.